Event description:
Pump alarm on pt during dialysis. The pump alarmed using vancomycin within 30 minutes. The pump was removed from pt without injury. Incident occurred two weeks ago and the clinic did not call b braun because the pump was purchased through another company. The tubing used were not saved.

Manufacturer narrative:
The pump has not been returned to the MFR for eval to date. Attempts are being made to contact the facility to have the pump returned. Add'l info will be provided if the facility returns the pump in the future.